Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload is fully fired, and the anvil clamping mechanism was deformed (see photo). Pmv performed functional testing which included the reload was loaded into a pmv instrument for functional evaluation. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was applied to test media. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a hemicolectomy on the third firing, the patient tissue was caught in the distal end of the reload and could not be removed. To correct the issue, the surgeon cut the tissue and removed the reload. There was a loss of intestinal mucosa. The area that had damaged tissue was in the fourth firing position, so this area was already planned to be resected. A drain was indwelled and the procedure was completed successfully. The product problem caused tissue damage but no further injuries, and surgical time was extended by 30 minutes or less.